Event description:
It was reported that patient presented for an unrelated procedure. Upon review, it was discovered that the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.